Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter not found message occurred during a sensor session. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the pairing failed during a sensor session could not be confirmed but a permanent loss of connection was confirmed via data review. A root cause could not be determined.